Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05686 for a description of the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced incontinence, urinary problems, dyspareunia, mesh erosion, abdominal pain, pelvic pain, vaginal erosion, and urinary tract infection. All other information is unknown.

Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05686 for a description of the other device. According to the physician,during follow up post procedure, the patient was fine. The patient has not been seen since follow up. All other information is unknown and unavailable.